Event description:
The customer contacted stryker to report their device turns on but the control panel does not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. The main keypad and user interface pcba were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.